Event description:
The customer reported the au5800 chemistry analyzer generated erroneously high ise (ion selective electrodes) patient results for sodium (na), potassium (k) and chloride (cl). The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the au5800 clinical chemistry analyzer. The failure mode was identified as multiple hardware malfunction. The fse inspected the instrument and replaced multiple parts which included the ise (ion selective electrode) data board, power supply, reference cable, and sodium (na) cable which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The system performance was verified successfully without issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).